Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump would not stop alerting meter blood glucose now. The blood glucose reading was 400 mg/dl and the customer was advised that the blood glucose was too high to calibrate. A lost sensor alert was also found in the alarm history. The customer was advised on proper calibration and programming the meter blood glucose alert. The customer was unable to complete any further troubleshooting.